Event description:
The technician alleged the brake casters are ratcheting while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced all brake casters and the brake hex rod to resolve the issue.